Manufacturer narrative:
Concomitant devices: 190-31-07, 4908781 - alt ha s clr ext sz 7. 186-01-52, 4941230 - integrip cc, cluster 52mm, g2. 170-36-00, 5194826 - biolox delta femoral head 36mm od, +0mm. Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, this patient¿s initial implant surgery was on (B)(6) 2018. The male patient has not yet had hip revision surgery, but ¿it will happen soon.¿ reason not reported.

Manufacturer narrative:
This was found to be a duplicate of 1038671-2021-00361. Please void this submission.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported, this patient¿s initial implant surgery was on (B)(6) 2018. The male patient has not yet had hip revision surgery, but ¿it will happen soon.¿ reason not reported. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.